Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shock impedance for this patient's right ventricular (rv) lead. The patient was in a blood draw lab around large equipment during the time of the out of range measurement, so it was likely the result of electromagnetic interference (emi) which the physician agreed with. The patient will continue to be monitored and no changes to the system have been made. To date, no adverse patient effects have been reported and the device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This implantable cardioverter defibrillator (ICD) was returned from a funeral home over six years later with no further allegations. The device underwent analysis.